Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via medwatch report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer experienced an adverse skin reaction while wearing the adc freestyle libre sensor, with symptoms of blistering and severe itching. The customer further reported removing the sensor and observed red and inflamed mark at the sensor insertion site. There was no report of self-treatment or third-party intervention as no further details were provided. There was no report of death or permanent injury associated with this event.